Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported catheter punctured inside 3cm from insertion point. Patient presents the whole limb seats small color red/purple as from extravasation of cht. Additional information received 07/09/2024: the patient has undergone a specialist evaluation at a company tissue repair network on (B)(6) 2024. The patient received the last dose of cht on (B)(6) 2024, the date on which the patient presented with burning at the end of the infusion. At the time of diagnosis, the patient presents with erythema in the left upper limb and pain in the PICC insertion. Therefore, he practiced doppler ultrasound and surgical consultation on (B)(6) 2024 with indication of antibiotic therapy, anticoagulant and local ointments and to supersede, while waiting for the healing process. Currently, although the patient's algic symptoms improve, the purplish appearance of the skin persists and treatment continues with medication as prescribed.

Event description:
It was reported catheter punctured inside 3cm from insertion point. Patient presents the whole limb seats small color red/purple as from extravasation of cht. Additional information received 07/09/2024: the patient has undergone a specialist evaluation at a company tissue repair network on (B)(6) 2024. The patient received the last dose of cht on (B)(6) 2024, the date on which the patient presented with burning at the end of the infusion. At the time of diagnosis, the patient presents with erythema in the left upper limb and pain in the PICC insertion. Therefore, he practiced doppler ultrasound and surgical consultation on (B)(6) 2024 with indication of antibiotic therapy, anticoagulant and local ointments and to supersede, while waiting for the healing process. Currently, although the patient's algic symptoms improve, the purplish appearance of the skin persists and treatment continues with medication as prescribed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.